Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they have noticed when charging the implant on the left (for their back) it is taking a long time to charge (longer than it used to). Caller stated it is taking an hour and a half or longer. Caller stated they are charging so long the recharger gets pretty warm. Caller stated sometimes they will use the same recharger antenna to charge the implant for the neck and it does not have any issues so they do not suspect the problem to be the recharger. Agent attempted to explain that an hour and a half charge time from empty to full is considered normal but pt became slightly escalated and wanted the device replaced. Pt wanted the controller and the battery pack replaced but agent reviewed with caller we will start with the controller and if this does not resolve they should make an appointment with the doctors office to see someone in person. An email was sent to the repair department to replace the device. No symptoms were reported.